Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 20.5 cm distal to the is-1 connector pin. A proximal and a distal severely stretched lead fragment were returned. In between a segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular 9 cm proximal to the lead tip the insulation was rubbed through. This damage can be considered to be the root cause of the clinical observations. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Further damages most likely resulted from mechanical forces applied during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implant period of approximately 47 months, oversensing with inappropriate therapy was reported. The lead was explanted, but not yet returned to biotronik.